Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), genital haemorrhage ('heavy bleeding,abnormal bleeding/constant heavy bleeding') and haematochezia ('blood in stool') in a 30-year-old female patient who had essure (batch no. C18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included lymphadenectomy in 2004, multigravida, parity 5, lymph node biopsy, laparoscopy, endometriosis and chlamydial infection. Previously administered products included for an unreported indication: mirena from 2010 to 2014. Concurrent conditions included eczema, rash, fibrosis, paratubal cyst, uterine bleeding and inflammation. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)/ constant heavy bleeding/ brownish red blood"), menorrhagia ("abnormal bleeding (menorrhagia)/ menses heavy with clotting") and dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced rash ("skin rash/rash"), fatigue ("fatigue"), headache ("headaches"), alopecia ("hair loss"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), tremor ("hands shaking/tremors in my hands constantly"), eczema ("new eczema"), depression ("depression"), nausea ("nausea") and back pain ("stabbing pain in the low back/low back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematochezia (seriousness criterion medically significant), allergy to metals ("nickel allergy"), incision site haemorrhage ("incision bleeding"), incision site haematoma ("incisions are extremely bruised"), skin discolouration ("spots on hand"), flatulence ("gas pain"), asthenia ("weak") and abdominal pain lower ("crampy"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, haematochezia, vaginal haemorrhage, menorrhagia, migraine, allergy to metals, dysmenorrhoea, vaginal discharge, eczema, depression, nausea, back pain, incision site haemorrhage, incision site haematoma, skin discolouration, flatulence, asthenia and abdominal pain lower outcome was unknown and the genital haemorrhage, rash, fatigue, headache, alopecia and tremor had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, asthenia, back pain, depression, dysmenorrhoea, eczema, fatigue, flatulence, genital haemorrhage, haematochezia, headache, incision site haematoma, incision site haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash, skin discolouration, tremor, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: then essure sterilization device was placed into each fallopian tube leaving about 2 to 3 spiral s into the uterine cavity. Diagnostic results: x-ray was used to perform that there were no essure devices remaining. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming: fatigue, rash, abnormal bleeding, menorrhagia, dysmenorrhea". Concerning the injuries reported in this case, the following ones were reported via social media: incision bleeding, incisions are extremely bruised, spots on hand, gas pain, weak and crampy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media record received. Events incision bleeding, incisions are extremely bruised, spots on hand, gas pain, weak and crampy were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on 17-nov-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. As a result of plaintiff implantation with essure she suffered injuries, including: heavy bleeding, pain, skin rash, fatigue, headaches, hair loss, and blood in stool. She had a surgery to remove the essure implant on (B)(6) 2016. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain and heavy bleeding (pelvic pain and genital haemorrhage, respectively), amongst non serious events. She underwent a surgery to remove essure about 14 months after the insertion. These events are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes and also pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding,abnormal bleeding") in a 30-year-old female patient who had essure (batch no. C18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), fatigue ("fatigue"), headache ("headaches"), alopecia ("hair loss"), haematochezia ("blood in stool"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menses heavy with clotting"), migraine ("migraines "), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), tremor ("hands shaking") and eczema ("new eczema"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016, salpingectomy (bilateral removal of fallopian). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, haematochezia, vaginal haemorrhage, menorrhagia, migraine, allergy to metals, dysmenorrhoea, vaginal discharge and eczema outcome was unknown, the rash was resolving and the fatigue, headache, alopecia and tremor had resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, eczema, fatigue, genital haemorrhage, haematochezia, headache, menorrhagia, migraine, pelvic pain, rash, tremor, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New events: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nickel allergy, dysmenorrhea (cramping), vaginal discharge, hands shaking, new eczema were added. Events hair loss, headaches and hands shaking were resolved. Rashes was recovering. Reporter, patient demographic information was update. Product indication was added. Product lot number added. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("heavy bleeding,abnormal bleeding/constant heavy bleeding") in a 30-year-old female patient who had essure (batch no. C18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included multigravida, parity 5, lymph node biopsy, laparoscopy, endometriosis, chlamydial infection and lymphadenectomy in 2004. Concurrent conditions included eczema, rash, fibrosis, paratubal cyst, uterine bleeding and inflammation. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menses heavy with clotting") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced rash ("skin rash/rash"), fatigue ("fatigue"), headache ("headaches"), alopecia ("hair loss"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), tremor ("hands shaking/tremors in my hands constantly"), eczema ("new eczema"), depression ("depression"), nausea ("nausea") and back pain ("stabbing pain in the low back/low back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematochezia ("blood in stool") and allergy to metals ("nickel allergy"). The patient was treated with surgery (surgery to remove the essure implant , salpingectomy (bilateral removal of fallopian). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, haematochezia, vaginal haemorrhage, menorrhagia, migraine, allergy to metals, dysmenorrhoea, vaginal discharge, eczema, depression, nausea and back pain outcome was unknown and the genital haemorrhage, rash, fatigue, headache, alopecia and tremor had resolved. The reporter considered allergy to metals, alopecia, back pain, depression, dysmenorrhoea, eczema, fatigue, genital haemorrhage, haematochezia, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tremor, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: then essure sterilization device was placed into each fallopian tube leaving about 2 to 3 spiral s into the uterine cavity. Diagnostic results: x-ray was used to perform that there were no essure devices remaining. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming: fatigue, rash, abnormal bleeding, menorrhagia, dysmenorrhea". Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received. Reporter's information was added. Events added: depression, nausea and back pain. Outcome of event rash was updated from recovering/resolving to recovered/resolved and genital hemorrhage from unknown to recovered/resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain"), genital haemorrhage ("heavy bleeding,abnormal bleeding/constant heavy bleeding") and haematochezia ("blood in stool") in a 30-year-old female patient who had essure (batch no. C18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included multigravida, parity 5, lymph node biopsy, laparoscopy, endometriosis, chlamydial infection and lymphadenectomy in 2004. Concurrent conditions included eczema, rash, fibrosis, paratubal cyst, uterine bleeding and inflammation. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menses heavy with clotting") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced rash ("skin rash/rash"), fatigue ("fatigue"), headache ("headaches"), alopecia ("hair loss"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), tremor ("hands shaking/tremors in my hands constantly"), eczema ("new eczema"), depression ("depression"), nausea ("nausea") and back pain ("stabbing pain in the low back/low back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematochezia (seriousness criterion medically significant) and allergy to metals ("nickel allergy"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016, salpingectomy (bilateral removal of fallopian). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, haematochezia, vaginal haemorrhage, menorrhagia, migraine, allergy to metals, dysmenorrhoea, vaginal discharge, eczema, depression, nausea and back pain outcome was unknown and the genital haemorrhage, rash, fatigue, headache, alopecia and tremor had resolved. The reporter considered allergy to metals, alopecia, back pain, depression, dysmenorrhoea, eczema, fatigue, genital haemorrhage, haematochezia, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tremor, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: then essure sterilization device was placed into each fallopian tube leaving about 2 to 3 spiral s into the uterine cavity. Diagnostic results: x-ray was used to perform that there were no essure devices remaining. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming: fatigue, rash, abnormal bleeding, menorrhagia, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-dec-2016: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain and heavy bleeding (pelvic pain and genital haemorrhage, respectively), amongst non serious events. She underwent a surgery to remove essure about 14 months after the insertion. These events are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes and also pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.